Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. Patient 1 initial troponin t hs stat result was 15.25 pg/ml with a data flag. The repeat result was 38.04 pg/ml with a data flag. Patient 2 (date of birth (B)(6) 1937) initial troponin t hs stat result was 15.37 pg/ml with a data flag. The repeat result was 122.3 pg/ml with a data flag. No adverse event occurred. The troponin t hs stat reagent lot number was 176452 with an expiration date of 12/2017.

Manufacturer narrative:
A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided.